Event description:
It was reported that a spectrum pump "shuts off intermittently". It was also reported there was no pt injury.

Manufacturer narrative:
(B)(6). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptoms "pump shuts off intermittently" which was reproduced while using the customer supplied power cord. Using a known good power cord the pump did not intermittently shut off. Evaluation determined the power cord to be the cause. The failed power cord was replaced.